Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm on. The aorta at the renal artery was 21 mm at implant. The length of the proximal neck was 30 mm at implant. The degree of angulation, vessel tortuosity, and calcification were both noted as minimal at implant. There was no pre-operative aneurysm rupture. It was reported that after unsheathing the device and before deployment of the supra-renal stent, bleeding occurred in the groin. Manipulation within the groin most likely advanced the delivery system 2-3 mm. This laid the proximal graft in the left renal artery. The physician decided to deploy a stent into the left renal artery to keep patency. It was noted that the event was related to the procedure and had been resolved. No additional clinical sequelae were reported and the patient is fine.